Event description:
It was reported that during a laparoscopic lobectomy, the jaws of a device loading the reported ecr60d did not open before the 3rd firing. At the time, the device did not clamp the patient¿s tissue. The device was used on the bronchial tube. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received: was an ecr45d used and not the ecr60d? No information. What is the product code for the device (gun) that was being used? Sc60a. No change to the file.